Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported nuisance downstream occlusion alarms which were reproduced during evaluation when the device alarmed for downstream occlusion at a pressure below specification during downstream occlusion testing. The reported nuisance downstream occlusion alarms were verified through a review of the event history log and downstream occlusion testing and the force sensor was re-calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced nuisance downstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.